Manufacturer narrative:
The investigation was just started. The result will be forwarded in a follow up report.

Event description:
It was reported that on (B)(6) 2025, manual ventilation was performed, followed by a switch to automatic ventilation. After approximately two minutes, the atlan a350 alarmed a ventilator failure. No injury was reported.

Manufacturer narrative:
The log file was analysed for the investigation. The behaviour described could be reproduced. On the day of the reported event, an implausible pressure difference was detected between the measured pressure values pinsp. And pexsp. According to specification, a safety shutdown was performed due to the detected high pressure on the inspiratory side and an alarm was triggered with "vent fail". The device alarms a ventilator failure with the highest alarm priority acoustically and optically. In this state, manual ventilation can be performed immediately via the manual ventilation bag, spontaneous breathing is also possible. Fresh gas dosing and anaesthetic dosing and monitoring is still possible. Possible causes are a spontaneously increased resistance at the inspiratory port of the breathing system (tube) or moisture in the measuring line of a pressure sensor. The tubes used were therefore tested on a laboratory device. It was not possible to provoke the pneumatic resistance required for a safety shutdown, for example by kinking or twisting the hoses. No moisture could be detected in the measuring lines either. The device was checked on site and no technical failures were found. It was not possible to determine the root cause of the found implausible pressure difference.

Event description:
It was reported that on (B)(6) 2025, manual ventilation was performed, followed by a switch to automatic ventilation. After approximately two minutes, the atlan a350 alarmed a ventilator failure. No injury was reported.